Event description:
Reportedly, during an implantation attempt of the vega r52, the lead was positioned and fixed in the ra appendage, the atrial threshold obtained was around 2v, the atrial sensing 2,5 mv and the impedance around 1300 ohms. The physician decided to wait a few minutes and tested again the lead with the psa, the values of the threshold and the sensing was within the normal range but the impendence obtained was still higher despite the position adjustment. The lead was not implanted and replaced by a new vega r52, obtaining good electrical values.

Event description:
Reportedly, during an implantation attempt of the vega r52, the lead was positioned and fixed in the ra appendage, the atrial threshold obtained was around 2v, the atrial sensing 2,5 mv and the impedance around 1300 ohms. The physician decided to wait a few minutes and tested again the lead with the psa, the values of the threshold and the sensing were within the normal range but the impendence obtained was still higher despite the position adjustment. The lead was not implanted and replaced by a new vega r52, obtaining good electrical values.

Manufacturer narrative:
Investigation summary; as received the screw fixation was within the distal electrode profile. The fixation mechanism operated as specified. The resistance measurement between the distal and proximal electrodes (ring and tip), did not reveal any evidence of insulation breaches or internal short circuit that could be related to the reported electrical issue. All other electrical, mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process. It should be noted that the reported electrical issue may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. A lead issue is not suspected to be related to the reported problem. The results of this investigation are retained and utilized for trending purposes. For more details please refer to the attached report analysis.